Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the physician attempted three extensions and three retractions of the helix for this right atrial (ra) lead due to repositioning based on sensing numbers and current of injury. After the multiple extension and retractions the helix would no longer extend. The lead was removed from the body and turned with the fixation tool with no success of extending the helix. The lead was attempted and not implanted. No adverse patient effects were reported.